Event description:
A granuloma was discovered during an MRI procedure. The hcp reported that the granuloma was small and they did not plan on removing the catheter at this time. They planned to decrease the patient's dose and monitor the size of the granuloma. The patient symptoms were "a different type of pain down their leg below their knee"; it was their only symptom. The pump had been delivering dilaudid 12 mg/ml at 1.21 mg/day since (B)(6); prior to that the pump was delivering dilaudid 12 mg/ml at 1.62 mg/day.

Event description:
It was later reported that the patient experienced new back pain into gluteal area down to foot. The catheter tip level was at the t-10 vertebral level. Since (B)(4) 2009, the concentrations and doses of dilaudid were increased. Over that time period, the highest concentration was 12 mg/ml and highest dose was 2.2 mg/day. The dilaudid concentration was decreased to 6mg/ ml at the (B)(6) 2011 pump refill. The pump and catheter have not been explanted.

Event description:
It was later reported that the patient also felt a "vibrating" sensation at the pump pocket site. The patient's status was noted as "good".

Manufacturer narrative:
Catheter model 8709; serial # (B)(4); implant date: 2011-06-01; explant date:na.

Event description:
Additional information: it was also reported that the patient had experienced "a weird pain" down the side of her leg she didn't have before. The patient first started to report symptoms in september; it was intense enough to keep her up at night and miss work. It was planned to decrease the concentration and if the patient wants will go to saline in the pump. It was indicated that the pump was working appropriately with appropriate residual volumes. The health care provider read imaging results that note the catheter terminates outside of field of view. It was also reported that the patient experienced very odd/buzzing sensation around the pump that doesn't last long, like a cell phone buzzing a couple of times. The patient indicated that if they are still and quiet that is when they notice the sensation. Patient reported, she has a disorder where her nerve goes over her pelvis and it causes numbness and sensitivity, kind of like a neuropathy in the leg. The hcp later reported that the patient was seen early (B)(6) 2012 and has no issue regarding buzzing/vibration that the patient mentioned. It was also noted that the patient's granuloma was cleared.